Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) read inaccurately low compared to their feelings and/or normal readings. The reporter claimed obtaining an inaccurately low blood glucose reading of ¿24 mg/dl¿ with the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting as the control solution test failed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.